Event description:
Two leads were removed from svc. The form stated "fractured leads in pocket", add'l info stated the leads appeared to have "insulation rub abrasion." The leads were replaced with a new rate sensing lead.